Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman laa closure device & delivery system (wds) were used. The laa opening was 21mm with a computed tomography (CT) measurement of 25.5mm by 19.5mm. During adjustment of the wds in the laa, the mark at the distal end of the closure device was suspected to be deformed, and the trivalve leaflet could not be seen. The closure device was partially recaptured from the patient with the shoulder and the barb of the closure device recaptured into the delivery system, but with the distal end of the closure device unable to be fully contained within the delivery system. Following the recapture of the closure device, the mark at the distal end of the wds was flattened. A new wds was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. Inspection found numerous kinks in the sheath. The tip had damage consisting of flared tri-cuts, the distal marker band was kinked, and there were abrasions on the inside of the sheath tip. The implant had anchor damage. Product analysis confirmed the reported event as the tip was damaged.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman laa closure device & delivery system (wds) were used. The laa opening was 21mm with a computed tomography (CT) measurement of 25.5mm by 19.5mm. During adjustment of the wds in the laa, the mark at the distal end of the closure device was suspected to be deformed, and the trivalve leaflet could not be seen. The closure device was partially recaptured from the patient with the shoulder and the barb of the closure device recaptured into the delivery system, but with the distal end of the closure device unable to be fully contained within the delivery system. Following the recapture of the closure device, the mark at the distal end of the wds was flattened. A new wds was used to complete the procedure. No patient complications were reported.